Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks. Upon opening the pocket, damage to the lead and possible burn marks were observed. The lead was capped and replaced. The patient was fine.